Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 38 indicating consecutive stalled motor, which persisted after restart and led to device replacement; the alert recurred following reboot despite adequate charge, and the user cycled multiple cartridge/infusion sets before contacting support. Symptoms included vomiting, excessive thirst, headache, and marked fatigue concurrent with prolonged high blood glucose for approximately 12 hours. Outcomes included disruption of insulin delivery and the need for back-up therapy education while awaiting replacement, without ketone testing, medical intervention, or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.